Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the event, treatment for the peritonitis, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. There was no additional information available.